Event description:
It was reported the pt experienced pain at the implant site event with stimulation turned off. As a result, the pt requested to have the system removed. Follow-up identified surgical intervention was undertaken, explanting the scs system.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.